Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was going through a lot of pain and they wanted ¿the device to be taken off¿. The patient stated that what they have was not working. The patient was already in the hospital and they could not do anything about it and needed to wait until the next day. On (B)(6) 2017 the patient called back to report that they had been in so much pain and had to be rushed to the hospital because of the pain in their back and all over. The patient also reported that they could not walk, had a ¿lot of things going on¿, and had a pee bag. The patient believed the problems and a lot of the pain they were experiencing were related to their implanted device and they wanted it removed. The patient reported that they had fallen a lot and used heat for the pain, it was noted that the falls could be related to the issue. The patient did not know if their stimulation was on or off. The patient reported t he empty battery message on the programmer and did not have access to any batteries for replacement. The patient was redirected to their healthcare provider to discuss their symptoms and removal. It was noted that the patient was not schedule to see their healthcare provider for a month after the report. No further complications were reported.